Manufacturer narrative:
Device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the australia. It was reported that patient faced ten infusion set cannula bent. The event occured on 05-apr-2024, 08-apr-2024, no other exact dates but between 01-apr-2024 and 09-apr-2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was 27 mmol/l on 05-apr-2024 and 1.2mmol/l of ketones on 05- apr-2024 and 0.6mmol/l of ketones on 08-apr-2024. The customer replaced infusion set and bringing down the bg levels through a bolus. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.